Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
It was reported that when the user optimizes, then changes the bolus assignment of the beams, and then selects "calculate" (not "optimize" again), the bolus assignment to beams can get scrambled. Beams that should have bolus assigned do not and beams that do not have bolus assigned calculate with bolus. The dose distribution and monitor units are incorrect for the bolus assignment of the beams. Also, the reports show beam information that is incorrect for the bolus assignment. The drp and prescription page are not updated correctly. There was no mistreatment. This issue was found internally.